Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on her back under the rear therapy electrodes (tes). The area was described as reddish purple with dotted redness and no open skin or bleeding. The patient consulted her physician who prescribed a cortisone spray. Follow-up indicated that the irritation was much better.